Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Product disposition is unknown.

Event description:
It was reported that on or about (B)(6) patient went through "rigorous" "ot" and "pt" and developed severe pain. Then went back to dr. Patient was brought to or w/ what appeared to be a broken gamma nail. It was confirmed that the nail was broken just at junction of lag screw and nail. Top broken piece was removed, then w/ locking screw and lag screw removed, the remainder of the nail was removed. A new 130 x 360 gamma nail was implanted.